Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker had a battery estimating five years. Boston scientific technical services (ts) discussed that it seems to be a little low and that the power consumption appears slightly elevated. Further, the power was above expectation due to the sensing of a persistent high atrial rate. The pacemaker remains in service. No adverse patient effects were reported.